Event description:
A malfunction was found in the investigation for the original report of separated, detached from device at the infusion site (hip/buttocks). The investigation observed a torn cannula. It was also reported that the patient's blood glucose level rose to greater than 13.9 mmol/l (250 mg/dl) while wearing the pod between 5 and 24 hours.

Manufacturer narrative:
The device was received fully deployed with the adhesive pad fully attached to the bottom housing. Inspection found no issues that would result in the adhesive pad separating or detaching from the device. During investigation, a tear was observed on the left side of the exposed portion of the soft cannula. A fluid path test was performed, and fluid was observed to leak from this tear. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.